Manufacturer narrative:
The device history record for the\ reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was unable to be advanced through two tortuous lesions in the left anterior descending artery (lad). During the second treatment in the mid right coronary artery (rca), the oad driveshaft fractured. The physician moved the fractured component distal and left the component in the patient. Balloon angioplasty and a stent was placed to complete the procedure.